Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, sutures and a fractured anchor were returned. There is debris on both pieces of the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Correction in b5 (describe event or problem).

Event description:
It was reported that, during a shoulder joint glenoid labrum repair surgery, the osteoraptor anchor broke while implantation. All the broken pieces were removed with tweezers. The procedure was successfully completed with non-significant surgical delay using a backup device into an the same originally drilled bone hole. Thus, there were no voids left. The surgeon was ultimately satisfied with the surgical outcome, and no further complications were reported.

Event description:
It was reported that, during a shoulder joint glenoid labrum repair surgery, the osteoraptor anchor broke while implantation. All the broken pieces were removed with tweezers. Patient bone quality is good. No void was left in the patient. The procedure was completed with a s+n back up device. The back up device was used in the originally drilled bone hole and no void was left in the patient. Patient current status is good. The surgeon was ultimately satisfied with the surgical outcome. There was a non-significant delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder joint glenoid labrum repair surgery, the osteoraptor anchor broke while implantation. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.